Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the patient experienced an infection which leads to extrusion of the electrode lead into the external auditory canal (date not reported). Subsequently, the patient was hospitalized (date not reported) and treated with IV antibiotics (specific date and duration not reported). The patient also was prescribed with oral antibiotics after the admission (specific date and duration not reported). However, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 03, 2024.